Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error and motor position encoder error alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were not able to rewind the insulin pump. The customer stated that the insulin pump was exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewinding due to motor encoder signal out of phase. We were unable to verify encoder signal error alarm in alarm history due to motor error alarm. We were unable to perform functional testing's including displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to motor error alarm. The device was received with minor scratched lcd window and cracked reservoir tube lip.